Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's diabetes educator was assisting her with the motor error alarm on the insulin pump. The insulin pump was registered to a different name, so troubleshooting could not be performed. Caller wanted to be transferred to a sensor technician to troubleshoot the transmitter.